Event description:
It was reported that the patient received inappropriate therapy. The patient had supra ventricular tachycardia (svt) with varying intervals and the discriminator failed to withhold therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6932-65 lead, implanted: (B)(6) 1997. (B)(4).